Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The ccd unit was broken due to applying of stress. The device was degraded with age. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image disappeared temporarily. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.